Event description:
The sales representative alleges that the surgeon was not able to put in lag screw into the gamma nail.

Manufacturer narrative:
A review of the DHR revealed no discrepancies in material or manufacturing. Dimensional check revealed no deviations in the relevant undamaged areas of both nail and lag screw. No discrepancies found during risk analysis review. Investigation revealed no new non-conformance. The damages on the drill hole¿s entry correspond to the pitch of the bone thread of the lag screw. The appearance of damages inside the proximal drill hole showed the typical damages being caused by oblique insertion resp. Drilling under misalignment between drill hole and lag screw. Misalignment could have been caused by (but is not limited to) insertion of the lag screw over a deflected k-wire or by an insufficient tightened nail holding screw. Upon request we received the information that the assembly had not been tested if the lag screw could be inserted into the nail. The labelling explicitly gives guidance to avoid deflection of the k-wire and requires pre-drilling of the lateral cortex. Also, it is repeatedly pointed out that the connection between nail and target device is verified being sufficient. The event was not caused by a deficiency of the returned devices but is most likely user related (deviation from surgical technique).

Event description:
The sales representative alleges that the surgeon was not able to put in lag screw into the gamma nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.